Manufacturer narrative:
Per visual inspection: inpen was received with no physical damage to cartridge holder, however inpen was received with humalog inpen versus a novolog, making it difficult to lock in place. No physical damage to inpen front shell and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Commercial app does state is novolog in use however, humalog inpen was received making it difficult to install and remove. A test novolog inpen locked into cartridge holder cavity successfully. Inpen passed front cap investigation. In conclusion: inpen received without novolog inpen making it difficult for patient to lock in place or release cartridge holder. Missing or incorrect inpen can affect insulin delivery. Therefore, the customer complaint of cartridge holder stuck inside base cartridge cavity is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the cartridge holder was not coming out of the inpen and was stuck in the inpen. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna.troubleshooting was performed and the customer was informed that the inpen will be replaced. No harm requiring medical intervention was reported. Mmt-105nnpkna was requested and customer response was the device will be returned.